Event description:
It was reported that it was not possible to capture the ventricle at time of initial left ventricular (lv) lead implant. Another lv lead was implanted instead. No adverse patient effects were reported. The attempted lead will not be returned as the physician discarded it.

Manufacturer narrative:
This lead was discarded; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.